Manufacturer narrative:
On 12 june 2017 hpf spa provided a document review for the item involved in this complaint, reporting as follows: batch released on date: 03/09/2014. N. Of pieces released: (B)(4). Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We have received no other complaints for this batch. Conclusions: there aren't non conformity elements in the document review. Additional information received on 12 june 2017 and includes: the bayonet have break in the start of the hole, so no problem of metal in the bone.

Event description:
The flexible bayonet drill broke during the screw hole preparation. The surgeon did not implanted the screw.

Manufacturer narrative:
On 28 july 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the bayonet drill was broken, the cause of the breaking might be an excess of flexion during its use.

Manufacturer narrative:
On 24 october 2017 hpf provided a document review and a visual inspection of the retrieved item, reporting as follows: batch released on date: 03/09/2014. Number of pieces released: (B)(4). Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We have never other complaints for this lot. Conclusions: there aren't non conformity elements in the document review. Inspection: we have already received complaints for this code, but not for this batch. Analyzing the picture, the drill broke. We analyzed the piece and performed dimensional and hardness tests and no anomalies have emerged. The values collected are compliant to the drawing specifications. Conclusion: to the fact that we didn't find any anomaly, we suppose that the rupture could be caused by a drill flexion during the use which led to the drill breakage.